Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. Item has no 510k as it is a component part. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the t-port leaked during use. Adverse effects are unknown.

Event description:
Additional information was received: according to our customer, the defect was found before it was used, so it was replaced with another one. No injuries.

Manufacturer narrative:
Other text: a1, b5, d10, h3 and h6 - evaluation codes: updated. D3, g1, and g2 email is: regulatory.responses@icumed.com. Device evaluation: one device was returned for investigation. Upon investigation of the device returned, video and photo provided by the customer, it was confirmed that one component ("low profile w/ fls") was not bonded to the male "t" adaptor component. The complaint was confirmed. There were 2 possible root causes identified. First: the manual bond was not performed by the operator. Two: the operator ran out of solvent in the solvent well. Upon confirmation of the defect and root cause analysis, a quality alert was issued in the assembly room to notify operators of the defect. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. To ensure that no other lots in inventory had this defect, a stock check was conducted. An aql sampling of 135 pieces per lot was performed using the luer lock security test method to ensure that this defect was not repeated. The results of the sampling led to no other findings. A review of complaints over the past two years showed one other complaint has been filed from the same customer for the same issue.